Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received at the complaint investigation site for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 95% stenosed lesion being treated was located in the severely tortuous and calcified left radial vein. The 4.0 x 40/40 sterling over the wire balloon catheter was advanced to the target lesion when the balloon ruptured at 13 atm on the second inflation. The initial inflation was to 10 atm for 60 seconds. The procedure was completed with a different device. There were no patient complications reported and the patient status is good.